Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the suspect medical device report was actually a non-mentor implant per new information. Since the complaint device was identified as a non-mentor product, no further investigation will take place. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with unknown saline breast implants which bilaterally deflated after implantation. Patient states that she saw her obgyn who confirmed upon examination along with ultra sound and mammogram reports bilateral breast implant deflation. As a result patient have the implant explanted on (B)(6) 2019. This report is for the right side.